Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was having difficulty placing the 8mm bladeless trocar in the umbilicus. No other information was provided. There was no patient consequence .